Event description:
Pt on ventilator in emergency dept. Sims suction catheter stuck in the open position causing volume on ventilator not to be delivered. Catheter immediately changed without causing any adverse effect to pt.